Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with battery cap contact missing. Pump passed displacement test, self-test, and active current measurement but failed the sleep current test due to moisture damage on pcba 1. Thump was utilized and downloaded trace/history files properly. However, the pump history analysis confirmed the pump alarmed: power error 25 alarm on 12/11/2022 02:00:00.000. No unexpected battery alarms/alerts during testing. The power management graph confirmed power error 25, unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 on pcba 1. After disconnecting and reconnecting the internal battery connector on j6 on pcba 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test due to moisture damage on pcba 1. Unexpected battery power loss was confirmed due to high sleep current caused by moisture damage on pcba 1. Power error 25/power error alarm confirmed in the pump history due to connector resistance j6 /pcb 1. Pump battery cap contact missing was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported power error alarm. Troubleshooting was performed and it was reported customer can able to successfully clear the alarm and able to complete pump rewind and the pump was not exposed to extreme temperatures below 41°f (5°c. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.